Event description:
The facility reported a colleague infusion pump with a failure code of 812:05. The event was reported to have occurred during biomedical servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure code 812:05 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). This report is not reportable.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was a faulty pumphead module. The device will not be repaired at this time since it is a stay-in unit. A follow-up medwatch report will be submitted if additional information becomes available.